Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the breast tissue during an open excision of lump, the clip was malformed when the surgeon tried to fire the device to close the jaw. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with four remaining clips. Visual inspection of the instrument revealed a clip was misloaded in the jaws. The instrument was cycled and the next clip misloaded. Each remaining clip misloaded in the jaw. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. Carrier misalignment causing clips to misload. Improvements have been implemented to mitigate this condition. If information is provided in the future, a supplemental report will be issued.